Event description:
The customer reported that when the retract-o-tape vascular loop was clipped with a hemo-clip, it would break. This happened on two tapes, both from the same lot, during an off-pump cardiovascular procedure. No patient injuries were reported.